Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of seizure, nausea, severe headache, and hypertension, however there was no report of treatment from a third party. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and experienced symptoms of seizure, nausea, severe headache, and hypertension, however there was no report of treatment from a third party. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.